Manufacturer narrative:
The sample was visually inspected and found to be nonconforming with the probe needle slightly bent, inner cutter in the port and orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional test. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed bent, the inner cutter pulled out of the extension. No presence of adhesive was observed on the extension. Gouge marks at several locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe has a cut failure and also indicates that the probe had an actuation failure. The root cause for the cut and actuation failure is the separation of components within the probe. It appears that during use in surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. The associated effectiveness has been maintained. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter failed to cut and the aspiration condition was unknown during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.